Manufacturer narrative:
Product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension product ID 399930, lot# v003188, implanted: 2006-(B)(6), (B)(4).

Event description:
It was reported that the patient¿s device was being removed on the day of the report because ¿it wasn¿t effective¿. The lead was cut after removing it from the implantable neurostimulator (ins) and the boot was left in. The reporter indicated that they were not planning on retrieving it unless necessary. Four days later it was indicated that the lead was explanted.

Event description:
Additional information received indicated that all implanted components had been removed. The patient did not require hospitalization as a result of the event. It was also stated that the patient had elected removal of the device because it was not working.